Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve load was confirmed to be good using fluoroscopy. A pre balloon aortic valvuloplasty (bav) was performed. The annulus size was noted to be 73.8 millimeter (mm) perimeter. The target implant depth was noted to be 3 mm. The valve moved toward the ventricle during deployment. An attempt was made to use the cuspal overlap technique and to align the commissures. After the valve was implanted, an underexpanded frame was noted. The infold was not evident prior to recapture. The valve was recaptured one time. Due to the assumption that there was an infold present, a new valve was used for implant. Per the physician, the left ventricular outflow tract (lvot) calcium may have contributed to the infold. No adverse patient effects were reported.